Manufacturer narrative:
Correction: section g5 510k number. Additional code added to section h6 evaluation code result. H3: device evaluation summary: the power switch was returned for failure investigation. It was attached to the test ventilator and powered up. However, slight manipulation of the switch caused the ventilator to switch off and it was behaving erratically. It was removed from the test ventilator and inspected the solder joints and found all of three joints were good. The resistance was then measured across the switch terminals which was intermittently fluctuated between zero and fifty-seven ohms. A very high fluctuating resistance between the on contacts would cause the ventilator to lose power and shut down. The analysis found the intermittent high resistance in the internal switch contact mechanism is the cause of the reported fault. The cause of the observed conditions determined to be faulty power switch. The event is included in a data monitoring plan. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device evaluation summary: the medtronic field service engineer evaluated the ventilator and replaced the power switch. After repair, the ventilator passed all testing per manufacturer specifications and was returned too the customer. If the replaced part is returned for failure investigation, a supplemental medwatch report with the findings will be submitted once the investigation is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use the 840 ventilator shut down with a black screen. The patient was removed from the ventilator and placed on an alternate ventilator without harm.